Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The sister of a (B)(6) female pt contacted zoll customer support to report that the pt had a red skin irritation under her right breast in the vicinity of the round electrodes. The red irritation produced some blood. Zoll customer support advised the pt to speak with her doctor and recommended removing the livevest for up to an hour per day. Zoll customer support asked the daughter f/u on the pt's skin condition in a couple of days. No add'l f/u on the pt's skin condition.

Manufacturer narrative:
Device eval summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.